Manufacturer narrative:
We will submit a final MDR once the investigation will be concluded.

Event description:
Hip revision surgery due to infection performed on (B)(6) 2018. According to the info reported, germ responsible for infection was staph lugdunensis. Previous surgery performed on (B)(6) 2017. The components involved are the following: 4251.20.150 h-max s lateral. Fem. Stem #15 lot# 1510066 ster. 1500265; 5010.09.361 fem. Modular head - s ø36mm lot# 1616590 ster. 1700041; 5551.25.580 delta-pf acetab.cup ø58 mm lot# 1607934 ster. 1600163; 5885.51.260 delta neutr.liner øint 36mm #l lot# 1702741 ster. 1700093. Event happened in (B)(6).

Event description:
Hip revision surgery due to infection performed on (B)(6) 2018. According to the info reported, germ responsible for infection was staph lugdunensis. Previous surgery performed on (B)(6) 2017. Only the acetabular components were explanted during revision surgery and replaced with a cemented polyethylene cup with cement spacer. Among the explanted components, only the acetabular liner is approved for sale in the USA. Event occurred in australia.

Manufacturer narrative:
No anomaly detected by checking the sterilization charts of the devices implanted during primary surgery; all components were released on the market sterile. The complaint source reported that during revision surgery the acetabular components were replaced with a polyethylene cemented cup with cement spacer, while the femoral head and stem were not replaced. Among the explanted components, only the acetabular liner is approved for sale in the USA. Additional information on patient clinical history was not provided by the complaint source. Explanted components and the x-rays related to this case were not available for analysis. According to our analysis the limacorporate devices were introduced on the market sterile and were not responsible for the infection. The cause of the infection is unknown, and a deeper investigation is not possible with the available information. According to limacorporate pms data, we are aware of 7 revision surgeries due to infection on a total of 118.732 delta liners (5885.51.xxx-5886.51.xxx) sold worldwide since 2007 (specific revision rate of (B)(4)). No corrective actions planned for this specific case. Limacorporate will keep monitoring the market on the reoccurrence of similar events.